Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted if additional information becomes available.

Event description:
Customer stated that during priming of the system the level detector would not function. No known consequences to the patient. No patient involvement. (B)(4).

Manufacturer narrative:
The defective part has been investigated in our laboratory as follows: the failure is reproducible. The transistor t6 ¿bc847b¿ is defect; therefore no supply voltage is available for the level sensor. Due to the oscillating output on ic 21b, without the level sensor, the transistor t6 can be damaged. Also ic 20 is defect it has no output voltage. A capacitor of 1 nf between pin 1 & 2 as well between pin 7 & 5 can stop the oscillations from the ic21 output. Thus the failure could be confirmed. Soldering was performed on the circuit board during investigation to find the most possible root cause. Ic 20 defect. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
(B)(4).